Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found "the ins was received with a low battery. Testing on the bench showed that it had good stable output. During a long term monitor test of the output, it shut off because the battery had depleted below the por (power-on-reset) level. The output was stable during the test and did not shut off on its own while the battery still had capacity to power the ins. A longevity estimate based on the parameters that the ins had when received for analysis indicated an expected life of 5 months. The ins was implanted for 21.2 months. It appears this ins reached a normal end-of-life condition." Analysis of both extensions found they had been ¿cut through¿ and ¿segmented.¿

Manufacturer narrative:
Concomitant product: product ID 748251, serial # (B)(4), product type extension; product ID 748251, serial # (B)(4), product type extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient who was being treated for failed back surgery syndrome ¿started to experience a loss of impulse once a week on average.¿ the loss of impulse was further reported to have ¿sometimes even occurred twice a day¿ and to have also been a ¿highly frequent loss of impulse.¿ upon communicating with the implantable neurostimulator (ins) with a patient programmer it was found the patient¿s ins was off, at which time the device was switched back on. The patient¿s loss of impulse was reported to have ¿occurred on the same intervals¿ however there were ¿no known objects which may have generated a magnetic field in or near the home¿ of the patient and it was stated to have occurred ¿without being caused by a magnetic field.¿ the patient¿s device system was replaced at the time of report with a MRI-safe system and this was reported to have ¿resolved¿ the issue for the patient. It was stated that ¿the loss of impulse had not occurred¿ for the patient since the replacement surgery. The event was reported to have presented ¿no¿ health hazards to the patient. Additional information has been requested. A supplemental report will be filed if additional information is received.